Event description:
It was reported that when the customer used this device to anesthesia the patient and found the battery capacity of this device was 90%. And during the surgery, it was found that this device alarmed and the battery capacity of this device dropped to 0%, also this device indicated "ventilator failure" and "to check apl valve". The oxygen saturation of the patient dropped to 30%. The patient¿s chest showed no rise, and the lips were cyanotic. The customer transferred to manual mode but found the apl valve failed. Manual ventilation was immediately provided using a simple breathing airbag. Finally, the patient was alert, with stable vital signs and was subsequently transferred back to the ward.

Manufacturer narrative:
It was reported that when the customer used this device to anesthesia the patient and found the battery capacity of this device was 90%. And during the surgery, it was found that this device alarmed and the battery capacity of this device dropped to 0%, also this device indicated ¿ventilator failure¿ and ¿to check apl valve¿. The oxygen saturation of the patient dropped to 30%. The patient¿s chest showed no rise, and the lips were cyanotic. The customer transferred to manual mode, but found the apl valve failed. Manual ventilation was immediately provided using a simple breathing airbag. Finally, the patient was alert, with stable vital signs and was subsequently transferred back to the ward. The user facility did not involve the local dräger s&s organization into any follow-up measures. After confirmation, the customer informed draeger engineer this event, but no draeger service involved. The repair and maintenance of this device had been outsourced to a third party by the customer. By tracing product information, the device was first produced and tested in on jun. 2016, and used in hospital for more then 8 years. According to the event description provided by the customer, this device maybe operated under battery mode. In case of loss of system ac power, led-indicator for main power connection was not lit. The system is backed up by battery power allowing a minimum of 45 minutes of operation. For this event, this device maybe operated under battery mode for more than 1 hour, and the battery fully discharged, led to mechanical ventilation stopped. Manual ventilation is still possible while the battery fully discharged. As ufr stated, the operator tried to use manual ventilation, but he found the apl valve malfunction. In mechanical ventilation mode, the apl valve will not inflate the breathing bag, making it impossible for the anesthesiologist to manually pinch the breathing bag to provide ventilation to the patient. Because the operator may miss/forget to set the apl valve to manual ventilation mode. Due to the repair and maintenance of this device has been outsource to a third party by the customer, so relevant failed parts and error code cannot be returned for further investigation, thus final root cause cannot be determined. If necessary, it is recommended that the customer contact professionally trained maintenance personnel to refer to the relevant specifications in IFU to inspect and perform preventive maintenance on the device.